Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk also, with bleeding lcd glass. No unexpected a33 alarms noted during testing. The insulin pump passed off no power test, a21 error test, displacement test and rewind test. The stop idle current test and run current test were in specification. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was not reported. Insulin pump will be replaced.